Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2010, dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased threshold on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.